Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and damage. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue and display did not return. The customer declined troubleshooting for the crack on the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.